Event description:
It was reported that a physician trained in the use of the starclose se device, achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, the device was difficult to remove from the patient's artery. In accordance with the instructions for use, the access ports were used and the device was removed successfully from the patient anatomy. Hemostasis was achieved with the clip. There was no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: inspection of the returned device confirmed the device had deployed its clip and the dilator access port removal function activated. The retracted positions of the thumb advancer and delivery tube set verified the access port function operated correctly. Further examination revealed bent but intact vessel locator wings. Bent locator wings are consistent with difficult to remove device complaints. A possible cause for the wings condition may have been the compaction of tissue between the deployed locator wings and the distal end of the device's clip delivery tube during the delivery tube deployment through the tissue tract, bending the locator wings distally. This condition can result in the inability of the locator wings to retract properly into the clip delivery tube after clip deployment. This creates a condition of resistance to device removal, which is consistent with the complaint, requiring the use of the dilator access port release function to facilitate device removal with the end result being damaged locator wings. No manufacturing or quality issue was detected during the course of the investigation of both the returned device and the device lot history build. Based on the investigation the root cause for the bent locator wings condition is related to operational context in which the device was used.